Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient tripped, fell and went to the e.r. With a dislocated knee joint. Surgeon revised the tibia baseplate and liner with universal tibia-shim-augment and new liner.

Manufacturer narrative:
An event regarding alleged "dislocation" due to trauma involving a triathlon stem was reported. Conclusions: based on the provided information, the product reported in this investigation did not contribute to the event. The device was not returned. However a partial image of the stem with the lot number and catalog number was provided. No further assessment can be made based on the image. A review of the x-ray by the consulting clinician confirmed the dislocation. The reported event indicated the baseplate and the liner were revised. However, a dislocating knee occurs when the femoral component jumps the post on the ts insert. There were no allegations made regarding the reported device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient tripped, fell and went to the e.r. With a dislocated knee joint. Surgeon revised the tibia baseplate and liner with universal tibia-shim-augment and new liner.